Manufacturer narrative:
Other relevant device(s) are: product ID: 3389-28, serial/lot #: unknown, implanted: (B)(6) 2013, explanted: (B)(6) 2019, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedance was measured and a lead revision was performed due to left lead defect. No factors were known to have led or contributed to the issue. No troubleshooting/diagnostics reported. The issue was resolved at the time of the report. Patient medical history includes parkinson's disease and gait disturbance.